Event description:
On (B)(6) 2011, patient reported 3 days ago he noticed his blood glucose readings were elevated. Patient stated it was time to change his infusion site and when he removed the infusion set cannula he noticed it was bent. Patient reported his infusion device didn't alarm with any error messages. Patient stated there were no leaks of insulin in his infusion system. Patient reported the bend in the cannula was noticed toward the end closest to the adhesive. Patient stated he experienced the issue once. Patient reported his blood glucose readings were up to 225 mg/dl. Patient target blood glucose range is 120-125 mg/dl. Patient stated he changed his infusion site and as soon as he changed the site he noticed his blood glucose readings started to come back down. Patient reported he didn't have to bolus or give himself a correction. Patient has disposed of the alleged infusion set. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
Method, results - no product will be returned for evaluation.